Manufacturer narrative:
The serial number of the toothbrush was not provided. Additional contact information not provided. Device manufacturing date not available due to the toothbrush not being returned.

Event description:
Consumer called stating that their toothbrush caught on fire once power was restored after an outage.

Manufacturer narrative:
The root cause of the customer's complaint is water ingress due to mold growth on the seal.